Event description:
The reporter claimed the animas insulin pump lost the date/time. Reportedly, a call service alarm of (B)(6) 2007 was found in the memory. According to the reporter, he does not remember having to reset the date and time. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the date/time issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a timekeeping accuracy test was performed and the pump was keeping time accurately. There was no defect found. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.